Event description:
Acute cholecystitis [cholecystitis acute]. Case description: initial information received on (B)(6) 2016: this spontaneous adverse event report was received from a healthcare professional concerning a (B)(6) year old female patient. The patient's medical history included a colorectal metastasis. Concomitant medications were not provided. The patient received tare procedure with therasphere on (B)(6) 2016 for colorectal metastases to the liver. On an unspecified date after the procedure on (B)(6) 2016, the patient presented with pain in the right hypochondrium. A CT scan and eco abdomen was done and revealed a gall bladder that does not stretch, significantly thickened walls and slaminate (some sections about 2 cm); non-clear pathological pictures inside; no dilation of vbp and vbi; the right lobe of the liver is occupied by large area infradiaphragmatic hypoechoic and other large area hypoechoic between s5 and s6; hypoechoic lesion in the left lobe about other 5.5 cm.; and no pleural effusion. The conclusions was acute cholecystitis likely iatrogenic with multiple focal liver lesions. The outcome of the event is unknown. The reporter did not provide an assessment of the event severity or relationship to therasphere. The company considers the event of acute cholecystitis as serious (medically significant). Follow-up information is being requested. Final assessment as of (B)(6) 2016: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event but no new information has been received. It has been assessed that no corrective action is necessary at this time. This report is final. Case comments: acute cholecystitis is considered listed according to therasphere current reference safety information. In absence of the reporter's assessment, the company considers acute cholecystitis as related to the administration of therasphere based upon knowledge of the product and possible temporal relationship. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Acute cholecystitis [cholecystitis acute]. Case description: initial information received on 22-apr-2016: this spontaneous adverse event report was received from a healthcare professional concerning a (B)(6) female patient. The patient's medical history included a colorectal metastasis. Concomitant medications were not provided. The patient received tare procedure with therasphere on (B)(6) 2016 for colorectal metastases to the liver. On an unspecified date after the procedure on (B)(6) 2016, the patient presented with pain in the right hypochondrium. A CT scan and eco abdomen was done and revealed a gall bladder that does not stretch, significantly thickened walls and slaminate (some sections about 2 cm); non-clear pathological pictures inside; no dilation of vbp and vbi; the right lobe of the liver is occupied by large area infradiaphragmatic hypoechoic and other large area hypoechoic between s5 and s6; hypoechoic lesion in the left lobe about other 5.5 cm.; and no pleural effusion. The conclusions was acute cholecystitis likely iatrogenic with multiple focal liver lesions. The outcome of the event is unknown. The reporter did not provide an assessment of the event severity or relationship to therasphere. The company considers the event of acute cholecystitis as serious (medically significant). Follow-up information is being requested. Case comments: acute cholecystitis is considered listed according to therasphere current reference safety information. In absence of the reporter's assessment, the company considers acute cholecystitis as related to the administration of therasphere based upon knowledge of the product and possible temporal relationship. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.